Event description:
It was reported that pump repeatedly displayed continuous glucose monitor error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, performed pump reset with guidance, and still experienced same error, so pump was scheduled for replacement; customer was advised to use multiple daily injections as backup insulin therapy, to place malfunctioning pump in storage mode and return it with prepaid label, and to set up pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.